Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is received, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that it was impossible to perform an intubation because it induced a severe epistaxis. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that it was impossible to perform an intubation because it induced a severe epistaxis.the patient's condition is reported as fine.